Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovary cyst"). On an unknown date, the patient experienced alopecia ("hair loss"), vision blurred ("vision/eye problems type: blurry vision"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), arthralgia ("hip pain"), back pain ("low back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (surgical removal of coil and tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, vision blurred, abdominal distension, ovarian cyst and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, weight increased and alopecia was resolving and the fatigue, arthralgia and pain in extremity had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepant information about device insertion date was mentioned as (B)(6) 1905 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Ultrasound scan vagina - in 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record were received : medically confirmed case. Lot number was added. Previously reported event injury was replaced with new events: pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine headaches, fatigue, weight gain, hair loss, blurry vision, bloating, ovary cyst, hip pain, low back pain, leg pain. Reporter information, medical history, events onset date, lab data, essure insertion and removal date were added. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovary cyst"). On an unknown date, the patient experienced alopecia ("hair loss"), vision blurred ("vision/eye problems type: blurry vision"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), arthralgia ("hip pain"), back pain ("low back pain"), pain in extremity ("leg pain") and headache ("headaches"). The patient was treated with surgery (surgical removal of coil and tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue, weight increased, vision blurred, abdominal distension, ovarian cyst, arthralgia, back pain, pain in extremity and headache had resolved and the menorrhagia, vaginal haemorrhage and alopecia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, headache, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepant information about device insertion date was mentioned as 7/7/1905 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Imaging procedure - on 01-jan-2016: results of confirmation test -unknown. Ultrasound scan vagina - in 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: outcome of the event pelvic pain was updated as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2015, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovary cyst"). On an unknown date, the patient experienced alopecia ("hair loss"), vision blurred ("vision/eye problems type: blurry vision"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), arthralgia ("hip pain"), back pain ("low back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (surgical removal of coil and tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, migraine, vision blurred, abdominal distension, ovarian cyst and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, weight increased and alopecia was resolving and the fatigue, arthralgia and pain in extremity had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepant information about device insertion date was mentioned as (B)(6)1905. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound scan vagina - in 2016: total bilateral occlusion. Batch no d13383 production date 2014-09-26 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.